Event description:
This is being filed to report during use with the steerable guide catheter (sgc)air bubbles were noted. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with grade 4+. The steerable guide catheter (sgc) (sgc0701, 11013r307) was advanced to the left atrium without issue and when the clip delivery system (cds) (cds0701-nt, 10630r258) was advanced to the mitral valve, air bubbles were noted in the sgc fluid column. The clip delivery system (cds) was removed, and aspiration was performed to the sgc, but the physician decided to remove the sgc and replace it with a new sgc. After the new sgc (sgc0701, 11103r313) was advanced to the left atrium and the when the same cds was advanced to the mitral valve, air bubbles were noted in the sgc fluid column, aspiration was performed. The physician decided to remove the cds and replace it with a new cds (cds0701-nt, 10917r208) and the sgc fluid column showed air bubbles. The physician thought it might be the clip introducer causing the air bubbles, the clip introducer was removed and a new clip introducer from another new cds was used with the second cds and the second sgc successfully. The physician suspected the two cdss were causing the air bubbles. The clip was implanted successfully, reducing mr to 1. There was no air introduced into the patient anatomy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two clip delivery systems are filed under separate medwatch report numbers.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column during procedure) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.